Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button sticks. The customer's blood glucose reading was between 316 mg/dl and 400 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed functional testing. However the pump was received with intermittent button response due to a flattened act button dome switch. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and cracked battery tube threads.